Event description:
Caller reported patient experienced several hyperglycemia episodes; exact readings were not provided. Caller stated the patient observed a leak at the base of the cannula. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).